Manufacturer narrative:
E.1. Address was not located and il was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials: 301027 batch#: unknown it was reported that the bd syringe 5ml ll bns had silicone visible. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We are from catalent pharma solutions and have performed an investigation related to 5ml and 10ml syringes produced by bd. P/ns are 301027 and 301029. We have one lot number we can provide: 4180050. Through our investigation we have determined that contaminants in our assay and impurity analysis have been derived from the syringe plunger, and potentially the lubricant applied to these materials.